Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 10ml syringe slip tip the scale marking printing was misaligned not readable. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was identified a syringe with the scale marking printed misaligned in the plastic, making it not properly for using.

Event description:
It was reported that during use of the bd plastipak¿ 10ml syringe slip tip the scale marking printing was misaligned not readable. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: it was identified a syringe with the scale marking printed misaligned in the plastic, making it not properly for using.

Manufacturer narrative:
DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation not possible to perform. Root cause could not be determined for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint.